Event description:
The customer contact reported a delay in critical therapy following an alarm condition. On an unspecified date and time, the device was programmed to deliver an unspecified medication. No specific programming parameters were provided. After an unspecified length of time, the customer contact reported the device alarmed proximal occlusion that could not be cleared. The device was removed from clinical use. Therapy was resumed using a replacement device. The customer contact reported the patient was not able to tolerate the medication being stopped; however, no specific event details were provided. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.